Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three openings in anterior side assessed as surgical damage. Additional observations: nick is observed assessed as surgical tool scratch like. Creases is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional corrected right rupture as silicone implant.